Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction wasa single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant

Event description:
Implant fracture.